Event description:
The customer reported to olympus that four fibers broke during a uroscopy. There was no harm or user injury reported due to the event. Two of the three were broke during the insertion into the endoscope. Related complaints: (B)(4).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation. All three fibers had all three complaint numbers on them so there was no way to distinguish which fiber occurred for each complaint number. Each fiber that arrived was given a number and pictures were taken for each of them. Fibers 1 and 2 were difficult to determine if the fiber was broken or not. Fiber 3 there was a noticeable break at the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the fiber was mis-handled by the surgeon, most likely while inserting the fiber into the endoscope with too great of force. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.